Event description:
A patient was intubated with a 7.5 ett and the endotracheal balloon had an air leak. The patient was unable to be ventilated because the balloon was leaking. The balloon would not retain air. The patient was able to be extubated and did not require reintubation.